Event description:
Customer reportedly noted patient's oxygen saturation stayed in the 80% range during a case with auxilliary oxygen. The clinician reportedly heard the hissing of oxygen emanating from the flowmeter. Ge healthcare's investigation into the reported occurence is still ongoing. A follow-up report will be issued when the investigation has been completed.